Manufacturer narrative:
Pain is a known potential adverse event of coolsculpting treatment. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment in (B)(6) 2023 and presented with prolonged pain. It was reported that when the patient was retreated the patient suffered pain. The following weeks patient experienced pain that never went away and for the last 2 years, patient has received treatment from pain specialists, physios and even psychologists to manage the pain.